Event description:
During an attempted laparoscopic cholecystectomy, the tip of the graspers allegedly broke off. After being unable to locate the broken tip of the grasper laparoscopically, physician converted the procedure from a laparoscopic to an open one.